Event description:
It was reported that during an initial implant procedure, the left ventricular (lv) lead was unable to implant as the physician was unable to place it in its sole viable target vessel. It was attributed to the lead's size. The implant procedure was aborted. No patient consequences were reported.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.